Event description:
It was reported that the customer experienced a high blood glucose level of 408 mg/dl. Her blood glucose level was high because she was on so much pain medication. She received a button error alarm. The buttons on the insulin pump were unresponsive. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin had unresponsive buttons due to flattened buttons dome switch. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.